Event description:
It was reported customer had low blood glucose of 24 mg/dl. Customer's mother stated low occurred during a walk, treated with orange and gummies. Customer's mother declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.